Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the cartridge compartment was cracked. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: the cartridge compartment is undamaged, returned cartridge cap is able to fit securely. The battery compartment is cracked from threads down to the case seal on the side, returned battery cap is undamaged. The battery cap and test battery cap are unable to secure due the stripped battery compartment threads. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. The pump¿s cover was removed, further moisture ingress was found to the pcb on the t1 oled component and on u13 motor boost regulator circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.